Event description:
Ous MDR - after an implantation time of about 70 months, it was reported that the ICD was in eri mode. It was also reported that the device had still shown 38% battery charge remaining, about 1 month earlier. The lead values were unremarkable, therefore the leads were left in place. The ICD was exchanged and returned to biotronik for analysis. No deterioration of the patient's state of health was reported. After conclusion of the analysis, it was decided to retroactively report the case.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 24 charge processes had been documented. The memory contents showed no anomalies. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Detection was followed by a charge process that was aborted, which was, however, due to the already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any anomalies. The battery voltage was measured. A discharged battery was found. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The antibradycardic output signal was normal and matched the programmed values. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the module reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load continued to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. The battery was opened. During the visual inspection, a damaged separator between a neighboring electrode pair was detected. This impairment enabled an increased internal self-discharge, which has contributed to the premature battery depletion. In summary, premature battery depletion was found during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be ok. There were no indications of a material defect or manufacturing error.